Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a depuy lcs right total knee replacement with ingrowth femur and tibial tray components, paired with a cemented all-poly patella, on (B)(6) 2001. Patient had no intraoperative complications. On (B)(6) 2001, patient presented with right calf dvts and pulmonary emboli, with 22 cms posterior tibial vein thrombus, a 24 cms peroneal vein thrombus, and a 13 cms soleal vein thrombus.